Manufacturer narrative:
Continuation of d10: product ID 8780, lot #: unknown, serial #: unknown, implanted: unknown, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that patient's pump was not working/not relieving spasticity. The healthcare provider then did a catheter dye study; however, immediately afterwards the patient then had overdose symptoms even though the catheter was aspirated before the dye was added. Following this, the pump was working again and relieving spasticity, but these effects tailed off and it stopped working again. The patient was given a bolus through the pump which did not achieve reduction in symptoms, but they were then given a lumbar test dose which positively reduced symptoms. This led the healthcare provider to believe that there was a fault either with the catheter or with the pump itself. The pump and complete catheter were explanted and replaced. The healthcare provider requested analysis to be done to help them understand if there is a detectable fault with either the pump or catheter. There were no known relevant factors that may have led or contributed to the issue. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history would not be made available.